Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) needed help ending therapy from initial drain. The hp stated that the solution bag had fell and became disconnected. There were no alarms. The hp will set up with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. The home patient returned the telephone call on (B)(6) 2011 regarding connection issue. The hp reported that the issue was resolved, by starting over with new supplies. The hp did not know why the bag fell. The hp said that she had not bumped the table. Per hp, there were no loose connections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was supply bag fell and disconnected. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.